Event description:
During an endometrial ablation procedure, the surgeon checked the tip and stated "metal is sticking out, feel it is unsafe to use" the device. A new kit opened and used. No patient harm.